Manufacturer narrative:
Weight, ethnicity: unknown as information was asked but it was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to mechanical failure. Account indicated that there was incision enlargement and suture performed. No patient injury was reported post-operatively. Further clarification noted that the explant was due to blurred vision, patient described that it was as if there was a waxy film over their vision. The blurred vision did not resolve and the examination on (B)(6) 2022 confirmed "mechanical failure" due to persistent blurred vision and iol malposition, iol decentered slightly nasally. Replacement iol was model aab00, 20.5 diopter size. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 18, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received with gauze fibers and the haptic both stuck to the optic body and haptics due to dried viscoelastic residue. The lens was cleaned, and no further issues were identified. No issues related to or could have contributed to visual issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.